Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05385 / 05386).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-05385 / 05386 & 2015-01929 / 01930).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Additional information received in operative report noted patient underwent a revision procedure on an unknown date due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on an unknown date. Subsequently, patient underwent two irrigation and debridement procedures on unknown dates due to nosocomial deep infection. Operative report noted patient underwent a further revision procedure on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.